Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 374 mg/dl. The customer was admitted to the hospital & also reported diabetic ketoacidosis like symptoms. The customer also reported a flashing display on the insulin pump. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place. The pump was received without a battery installed. Pump was received with a blank flashing white display with audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and verify missing segments/partial display and pump/transmitter connection anomaly due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. Unable to generate power management graph due to blank flashing white display with audio beep alert. Unable to upload pump to carelink due to blank flashing white display with audio beep alert. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 2 was re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued to download history files/traces/comlink3 files using thus. A blank flashing white display with audio beep alert was confirmed due to corrosion on the pcba 1. Successfully utilized crest and thus to download history files, traces and comlink3 files. Per r&d engineer, as per detail trace file (#835218) on 1/28/2023 at 11:53:09 pm, pump error 40 was generated since the motor safety test failed. Pump error 40 alarm is the fatal error. This was the reason for the open-book. Pump error 40 alarm, suspected on hw. Please see below for pump errors/alarms noted 1 week prior to the event date 31-jan-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 01/28/2023 16:02:16.000 low battery alert was recorded and found in the formatted history file on: 01/28/2023 13:30:00.000 replace battery alert was recorded and found in the formatted history file on: 01/28/2023 23:01:00.000 01/28/2023 23:11:00.000 replace battery now alarm was recorded and found in the formatted history file on: 01/28/2023 23:32:00.000 01/28/2023 23:42:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 01/28/2023 16:03:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm were expected since the battery does not have enough power. The customer may have used a low/no power/depleted battery. The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Battery cap contact missing/damaged was confirmed. A cracked retainer and a cracked reservoir tube lip were confirmed. Unable to verify customer alleged for high bgs and dka. Unable to perform the required testing, verify missing segments/partial display, pump/transmitter connection anomaly, download history files and traces using thus and upload pump to carelink due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to corrosion on the pcba 1. However, a test pcba 1 was used and a critical pump error (open book image) alarm noted. Continued to download history files/traces/comlink3 files using thus. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Critical pump error (open book image) alarm and pump error 40 alarm confirmed, due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.